Event description:
Report received from a facility in (B)(6) states that the cutter stopped working during the procedure. The cutter was changed and the procedure was completed without any impact or injury to the pt.

Manufacturer narrative:
The device is not available and it will not be returned for eval. The sterilization and lot history records have been reviewed and found to be acceptable.